Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1. Material sensitivity reactions. Number 6. Inadequate range of motion due to improper selection or positioning of components. Number 14. Intraoperative or postoperative bone fracture and/or postoperative pain. And, number 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01000, 01003 / 01004).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2012; however, invoice has confirmed revision surgery occurred on (B)(6) 2012. Patient's legal counsel further reports revision surgery was due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain, loose acetabular cup with no bony ingrowth, corrosion, abrasion and fretting marks of the head and taper, granulomatous necrotic yellow debris, yellowish discoloration of the synovium, hypertrophic synovium and fluid. The modular head, acetabular cup and taper adapter were removed and replaced.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2012; however, invoice has confirmed revision surgery occurred on (B)(6) 2012. Patient¿s legal counsel further reports revision surgery was due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.